Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the o2 blender was missing two screws from the inlet port adapter. Carefusion connected an o2 supply of 5 psi to ventilator, and a leak could be heard. Carefusion installed the missing screws to address the leak.

Event description:
It was reported by the customer that a screw was missing from the oxygen connection point causing a leak with the ventilator. There was no report of any patient involvement or patient harm associated with this reported issue.